Manufacturer narrative:
(B)(4).

Event description:
On 11/22/2016, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant result of 0.34 on an 48 year old female patient presented with flank pain for 2 days with mild chest tightness. There was no additional patient information at the time of this report. The patient admitted for dx elevated troponin. The customer states that return product is available for investigation. Date: method: sample: specimen: collect: tested : result: (B)(6) 2016, I-stat, a, wb, 08:20, 08:32, 0.34; (B)(6) 2016, vista, b, plasma, 11:05, 11:19, <0.015; (B)(6) 2016, vista, a, plasma, 08:20, 12:00, <0.015; (B)(6) 2016, I-stat, a, wb, 08:20, 12:15, 0.00; (B)(6) 2016, vista, c, plasma, 16:55, 17:07, <0.015; (B)(6) 2016, vista, d, plasma, 22:55, 23:06, <0.015. There are no injuries associated with this event. The investigation is underway.

Manufacturer narrative:
(B)(4). The investigation was completed on (B)(6) 2017. Retain product and customer returns were tested and functioning according to specification.